Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter with lot number 229207676 was returned and analyzed. Visual inspection of the pebax segment area showed the pebax tubing at the shaft fitting joint was damaged/kinked. The outer diameter of pebax tubing/shaft joint at 0.109 inches. The functional test was performed using a multimeter. The continuity and impedance measurement between the electrodes and the other side of the cable showed the electrode's continuity and impedance to the cable were normal. In conclusion, the reported issue of a shaft kink was confirmed during testing and the mapping catheter did not pass the returned product inspection due to bond damage observed at the shaft to the pebax tube fitting. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 106e2 (serial: (B)(6); product type: 0628-console spare parts; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter was kinked. The mapping catheter was switched out which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.